Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had a power issue/no power. There was no allegation of a blood glucose excursion or adverse event. This complaint is being reported because the power issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 6/25/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2015 with the following findings: pump intermittently powers with both returned battery cap and a test battery cap. Battery cap is unable to fully tighten. Battery cap threads damaged. Battery compartment cracks observed, from thread area to case seal and in thread area. Removed pump case. No evidence of moisture or loose components inside pump. Black box dates from 4/23/2015 -5/1/2015. Black box data from date of pi has been overwritten. Current black box shows no "no power" events. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.